Event description:
We received a complaint from a mother last night that the enuresis alarm which was used by her (B)(6) child malfunctioned and overheated. This caused the batteries inside the alarm to overheat and explode. The batteries leaked onto the child's clothing and body and has seriously burnt the child. The parents brought the boy into the emergency treatment. Child was distraught and in pain from burns. The child was administered first aid and discharged after some time. The child has suffered minor burns and bruises from the faulty enuresis alarm. A f/u has been scheduled with the child and parent. We anticipate a recovery time of 2-4 weeks.